Event description:
It was reported that device eroded the bottom left side of the pocket confirmed by visualization of the device (exposure). The entire system was explanted due to infection. Implant procedure yet to be schedule. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to correct the following: suspect medical device. Common device name.

Event description:
It was reported that device eroded the bottom left side of the pocket confirmed by visualization of the device (exposure). The entire system was explanted due to infection. Implant procedure yet to be schedule. No additional adverse patient effects were reported.